Event description:
A cartridge alarm was reported by the caller on (B)(6) 2025, during the pumping process, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer opted to use multiple daily injections (mdi) as a backup insulin therapy to ensure uninterrupted delivery. Tandem technical support decided to replace the pump, sent a replacement, and provided instructions on putting the malfunctioning pump into storage mode before its return. The customer understood the instructions and agreed to return the problematic pump using the provided pre-paid label within 10 days.